Event description:
It was reported that the pump's usb port was damaged requiring adjustment to charge. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.